Event description:
It was reported that the patient had increased shortness of breath with exertion since implant and device diagnostics were not stored and there was no sensing. It was also reported that the patient was experiencing chronotrophic insufficiency. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.